Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's system eroded through the pocket. The patient's leads include a competitive right atrial (ra) lead and a boston scientific transvenous right ventricular (rv) lead.

Manufacturer narrative:
These products have been returned to boston scientific. No additional information is available at this time. This event will be updated if any additional information is received.